Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the tele mx40 displayed a speaker malf. Inop and there was no sound coming from the device. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound, and the reported problem was not confirmed. A replacement device was sent the customer to resolve the issue.